Manufacturer narrative:
Event date, implant date: date estimated. The device was not returned for analysis. A review of the lot history record was not performed as the lot number was not reported. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported via a general comment, that during an attempted closure of a calcified access site, a cuff miss occurred with a proglide device prior to a transcatheter aortic valve implantation procedure. The method used to achieve hemostasis was not provided. The cuff miss was reportedly due to the calcified artery. No additional information was provided.